Manufacturer narrative:
(B)(4)

Event description:
It was reported "(doctor) to insert central venous catheter in main theatre at (B)(6) hospital today (B)(6) 2025. On insertion of 18gax6,35cm stainless steel introducer needle connected to arrow raulerson syringe he realizes on aspiration no blood and no air aspiration. On investigation no cracked needle hub was observed. He is claiming the issue might be with the arrow raulerson syringe. This is the 5th time it happened to him with same sku. He does not use ultrasound to access vessel, does a blind puncture." Associated MDR numbers include: 3006425876-2025-00563, 3006425876-2025-00564, 3006425876-2025-00565, 3006425876-2025-00558.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(doctor) to insert central venous catheter in main theatre (B)(6) hospital today (B)(6) 2025.on insertion of 18gax6,35cm stainless steel introducer needle connected to arrow raulerson syringe he realizes on aspiration no blood and no air aspiration. On investigation no cracked needle hub was observed. He is claiming the issue might be with the arrow raulerson syringe. This is the 5th time it happened to him with same sku. He does not use ultrasound to access vessel, does a blind puncture." Associated MDR numbers include: 3006425876-2025-00563, 3006425876-2025-00564, 3006425876-2025-00565, 3006425876-2025-00566, 3006425876-2025-00558.